Manufacturer narrative:
(B)(4).

Event description:
The complaint states that prompting for login during session on the mobile app was reported. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.